Manufacturer narrative:
An investigation has been initiated. The returned device will be forwarded to the contract manufacturer for evaluation.

Event description:
When the nurse wanted to start the dialysis, she opened the clamp (red lumen) and she noticed damage/hole under the clamp.